Event description:
It was reported that the customer had a high blood glucose level of 592 mg/dl and a no delivery alarm on the insulin pump. Customer was explained that recurring no delivery alarms may be due to site, set, or reservoir issues. Customer has called 3 times in the last hour regarding a no delivery alarm. Customer stated that the tubing is not bent or kinked. Troubleshooting was performed and pump failed the high pressure test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer called back again with a blood glucose level over 600 mg/dl. Customer had another no delivery alarm. Customer performed a fixed prime and the insulin exited. However, pump failed the high pressure test in a previous call. Customer was informed to discontinue using the pump and revert to a back-up plan. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.